Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/6/2019. Device evaluation: the product was returned to the manufacturing site. The lens was received in the original lens case. The lens was received cut in two pieces. Both haptics are damaged; one of them is also detached (missing a piece). The damaged on the lens are most probably related to the lens removal. Based on the lens visual evaluation, there is no indication that the lens may have contributed to the issue reported. The information provided suggest a user error as the customer indicates loaded upside down (referring to the lens). Based on the visual evaluation of the lens and information provided, there is no indication of product quality deficiency. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, if explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis za9003 intraocular lens (iol) was loaded upside down when inserting into the patient's eye. It was removed and replaced during the same procedure. Incision was enlarged, but no patient injury. Customer also reported that the patient is fine post-operatively. No further information was provided.